Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. Review of the device logs did not verify the reported issue of an increased intra-peritoneal volume (iipv). Per the home patient, they performed an off cycler manual drain of 6000ml. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, an internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during peritoneal dialysis therapy. It was determined that the patient drained 6 liters at the end of therapy. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.